Event description:
It was reported through the research article ¿regional strain of right ventricle from computed tomography improves risk stratification of right ventricle failure¿ reported a retrospective review of 53 patients with end-stage heart failure who underwent workup for advanced therapies. The study sought out to use cine computerized tomography (cinect) to measure both right ventricle (rv) size and regional strain. Of the 53 patients, 17 were identified as having received a heartmate 3 left ventricular assist device (lvad). Of these patients, two had intraoperative platelet transfusion of 1 unit each. There was a median bypass time of 66 minutes with a range of 58¿87 minutes. Patients had an average estimated blood loss of 193 ± 60 milliliters. Of the 17 patients, eight went on to have rv failure. Intraoperative parameters were not statistically different between those with and without postoperative rv failure. Of the 17 lvad recipients, five patients had rv enlargement on computed tomography volumetry. Four out of those five developed rv failure. The remaining 12 patients had preserved rv volumes. Of those 12, four developed post-lvad rv failure. For patients with preserved rv volumes, free wall (fw)-strain wall (sw) strain difference was significantly greater in those who developed rv failure. Additionally, none of the patients with fw greater than sw strain (ie, negative fw-sw strain difference) developed rv failure. However, those with similar fw and sw strains had a higher rate of rv failure. The article concluded that in addition to rv volumes, cinect enables measurement of rv fw and sw strains. It was noted that regional strain augments rv volumetry's ability to identify patients at risk for the development of rv failure after lvad implantation and may identify signs of early rv dysfunction.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Section b3: date of event has been entered as 01sep2021 as data was collected between september 2017 and september 2021. Author information: scott, a., chen, z., kligerman, s., kim, p., tran, h., adler, e., narezkina, a., & contijoch, f. (2024). Regional strain of right ventricle from computed tomography improves risk stratification of right ventricle failure. Asaio journal (american society for artificial internal organs : 1992), 70(5), 358¿364. Https://doi.org/10.1097/mat.0000000000002123. From the shu chien-gene lay department of bioengineering, university of california san diego, la jolla, california; department of radiology, national jewish health, denver, colorado; division of cardiology, department of medicine, university of california san diego, la jolla, california; department of radiology, university of california san diego, la jolla, california. The reportable aware date is the date the sjm notifier completed reading the article and entered in the complaint database (per section 6.3.4 of 90979616). Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The study sought out to use cine computerized tomography (cinect) to measure both right ventricle (rv) size and regional strain. The article concluded that in addition to rv volumes, cinect enables measurement of rv free wall (fw) and strain wall (sw) strains. It was noted that regional strain augments rv volumetry's ability to identify patients at risk for the development of rv failure after lvad implantation and may identify signs of early rv dysfunction. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure and bleeding. Section 6 of the IFU, ¿patient care and management¿, states that sudden right ventricular failure may develop during or shortly after pump implantation and outlines the associated treatment options. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.